Event description:
The reporter indicated the surgeon implanted a toric implantable collamer lens, in the patients left eye (os). The surgeon plans to remove and replace the lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. Claim # (B)(4).